Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump issued an occlusion alert while the patient was using a contact detach infusion set (6 mm, 23 in, lot 6007686), and troubleshooting confirmed flow through the connector needle, after which the site was replaced and a full supply change was planned. Symptoms included no reported adverse clinical effects, with a reported blood glucose of 156 mg/dl. Outcomes included restoration of therapy after set replacement without the need for medical intervention or hospitalization. Investigation included customer troubleshooting and education, including disconnecting from the site and verifying tubing fill and drops at the connector. Investigation of this case revealed an infusion set occlusion that resolved with site and supply change, consistent with an insulin delivery blockage at the infusion set level. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion.